Event description:
It was reported that yesterday the rep saw a dystonia patient with percept pc after a recent battery change. The dbs was turned off at the beginning of the test stimulation. During impedance measurement with 1.0ma (highest value), gpi on the left gave deviating impedances on monopolar contact point 0: 2635 ohm, and contact point 1: 3059 ohm. At contact point 0, the impedance became normal with impedance measurements (1.0ma) from stimulation with 3.0ma. At contact point 1, the impedance remained abnormal when stimulated with 6.0ma. The patient is now stimulated monopolarly with 3.0ma on gpi left c+/0-. The patient experiences no side effects from the stimulation, and no positive clinical effect (yet) (this was the case on all monopolar contact points up to 6.0ma).

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause of the intermittent impedances was not determined? For gpi left contact 1: no actions were or could be taken to resolve the issue. For contact 0: the impedance became normal when measuring the impedance (1.0ma) during continuous stimulation of 3,0ma. Currently, monopolar stimulation is perform with 3.0ma gpi links c+/0-, with no abnormal impedance on contact 0 and a sustained abnormal impedance on contact 1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.